Event description:
It has been reported to philips that the wireless footswitch lost connection with the azurion system and was not working during a planned treatment. The procedure was completed using a wired footswitch. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wi-fi led was red, indicating a loss in the wireless connection. The customer continues to use the wired footswitch. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. Philips has attempted to obtain patient information, but the customer was unable to provide it.